Manufacturer narrative:
The device was unable to prime during prime compromise force sensor systems test due to faulty force sensor resistor. The device passed the rewind, basic occlusion, and displacement test. There was no motor error alarm noted. The motor passed motor test. The pump was received with cracked battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked case near display window corners, and missing end cap sticker noted. (B)(4).

Event description:
The customer reported via phone call of motor error alarm with her insulin pump. Customer states changing their infusion set when the pump alarmed motor error. The customer's blood glucose at the time of incident was over 82mg/dl. Troubleshooting with a rewind process was conducted, but motor error alarm was present. The customer was advised to disconnect from the pump. Customer was advised to discontinue use of pump, and that the pump would be replaced.